Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. One day after the event onset, the patient began treatment with vancomycin (2 g, frequency, route, and duration were not reported) and tuzz (1 g, frequency, route, and duration were not reported) for peritonitis. The patient's recovery status and action taken with dianeal therapy were unknown. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient completed the course of antibiotics and their effluent was clear. At the time of this report, the patient was doing well and had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.